Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experienced high blood glucose of 429 mg/dl at the time of incident and current was 335 mg/dl which was treated with the manual injection. The customer¿s other blood glucose level was 303 mg/dl. The customer reported that the high pressure test was passed. The device will not be returned for the analysis.